Event description:
Note: this report pertains to the first of four complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-05046, 3005099803-2010-05047 and 3005099803-2010-05048 for the other associated device information. It was reported to boston scientific corporation that four resolution clip devices had issues when used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, the patient was being treated for a bleeding esophageal perforation. In all four instances, the clips were attached to tissue at the target site however; the clips would not release from the catheter. The physician was able to manipulate the clips from the tissue successfully. It has been reported that all four clips were removed from the patient in a closed position and there was no damage to the tissue. In addition, it was reported that the scope was in a slight retroflex position during the procedure. The case was completed with additional resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient information unknown. The device has not been received for analysis as of yet. Upon return and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of four complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-05046, 3005099803-2010-05047 and 3005099803-2010-05048 for the other associated device information. It was reported to boston scientific corporation that four resolution clip devices had issues when used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, the patient was being treated for a bleeding esophageal perforation. In all four instances, the clips were attached to tissue at the target site however; the clips would not release from the catheter. The physician was able to manipulate the clips from the tissue successfully. It has been reported that all four clips were removed from the patient in a closed position and there was no damage to the tissue. In addition, it was reported that the scope was in a slight retroflex position during the procedure. The case was completed with additional resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found that the blue sheath grip and over sheath were not returned. In addition, there was a kink in the control wire. Functionally, the clip assembly was actuated several times and deployed. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. The complainant may have encountered anatomical/procedural factors during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted.